Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch when charging. The customer did not receive any alerts or alarms at the time of the event. Additionally, the customer experienced elevated blood glucose (bg) level of over 500 mg/dl. Supplies were changed multiple times with no improvement. A manual injection was administered and customer reverted to an alternate pump. Customer alleged pump was not delivering insulin properly. System check was not performed as tandem technical support was not contact at the time of the event. Recommendation was made to consult with healthcare provider regarding diabetes management.